Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode were attempted implants due to an unspecified product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode were implanted; however, the patient's r-wave measurements were too small. The physician attempted to reposition the electrode in a deeper position but all three vectors failed due to the low amplitudes. The physician expressed concern about under detection of ventricular fibrillation (vf). Therefore, the s-ICD system was explanted and replaced with a transvenous device. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode were implanted; however, the patient's r-wave measurements were too small. The physician attempted to reposition the electrode in a deeper position but all three vectors failed due to the low amplitudes. The physician expressed concern about under detection of ventricular fibrillation (vf). Therefore, the s-ICD system was explanted and replaced with a transvenous device. No additional adverse patient effects were reported.